Event description:
Pt came into ccl with a thrombosed arterial iliac stent in the left leg. A dvx catheter was used to remove clot within the iliac artery and stent. A new stent was placed within the existing stent. Upon further evaluation, some clot had migrated distal into anterior tibial artery of the affected leg. A spiroflex catheter was placed over an .014 wire and advanced into the spiroflex catheter anymore he attempted to pull the catheter back. When he used to safely retrieve the broken portion of the spiroflex catheter. Pt suffered no medical complications as a result. I asked the physician if he thought something may have been wrong with the catheter, and he stated that he pulled back on the catheter with only mild pressure and was shocked when he found that the catheter had broken.

Manufacturer narrative:
Device eval: the customer site stated that the catheter broke into two pieces while in the pt; it hit a stent and broke easily. Inspected the returned spiroflex catheter and observed that it was broken near the mid-joint and the distal portion of the catheter was not returned. Inspected the break area closer and noticed the pebax was cut very cleanly, also noticed that the hypo tube was kinked and broken approximately three inches distal of the mid-joint. Inspected the coil portion of the catheter and observed that the coil is starting to separate indicating that there was a pulling force applied to the catheter. Did not functionally test the catheter with a test pump due to the separation of the catheter. Conclusions: event consists of angiojet spiroflex catheter breaking in two pieces, leaving the distal portion inside the pt; a snare was used to safely retrieve the catheter segment with no further complications. The physician stated that the catheter became caught in the ileofemoral artery, possibly on a stent, unable to advance further over the arch and when he attempted to pull the catheter back it broke in two pieces. The proximal portion of the device was received yesterday and evaluated, the distal portion was not returned. Examination revealed a clean cut of the outer catheter shaft which had been stretched in tension and a kinked broken inner hypotube. These findings are consistent with the following mechanism: a kink in the hypotube occurred while trying to advance the catheter over the arch while the tip was caught, the hypotube broke at the kink while trying to pull the catheter back while the tip was caught, the catheter outer shaft was stretched while pulling the catheter back with the tip caught and the hypotube broken, the staff cut the outer shaft and then retrieved the distal segment with a snare. This is an unusual event in that the device is used frequently in both stented and unstented vessels without becoming caught or breaking. Interventional physicians are aware of how to deal with broken devices. No corrective action is warranted at this time. This is a reportable event.